Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. The device history record review was completed and revealed no findings that could have contributed to the current complaint. The event history log review was completed and it noted the presence of system error 345 in the log. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced while running a loaded set. The device was determined to not meet all product specifications related to the reported event. The system error 345 was verified. The cause was determined to be the downstream sensor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.